Event description:
It was reported that the patient had the artificial urinary sphincter pump moved to a more proximal position in the scrotum as it had migrated and was in an unusable state. No patient complications were reported.